Event description:
It was reported that this system with implantable pacemaker and right ventricular (rv) lead displayed an alert for right ventricular automatic threshold (rvat) test being greater than programmed amplitude or suspended. It is unknown why the rvat test failed but it is confirmed that a recent successful rvat test has been performed. This system remains in service and no adverse patient effects were reported.